Manufacturer narrative:
(B)(4). Per fsr, the batteries tested within specifications. He replaced the batteries due to age. The unit operated to the manufacturers specifications. During laboratory analysis, the product surveillance technician (pst) verified the batteries were approximately six years old. The batteries measured at 12.2 volts direct current (vdc) and 9.5 vdc upon receipt. Conductance measurements were 209 siemens (s) for the first battery (failing) and not obtainable for the second battery due to the low voltage. The batteries were attached to a power manager test platter and charging attempted for nine hours. The batteries failed to charge and readings after charging were essentially unchanged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the batteries were extremely old. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the user facility's biomedical engineer the third party service company was not replacing the batteries every two years as it is recommended. Per the field service representative (fsr), the user facility's perfusionist were instructed on how to ensure proper charging of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.